Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found black foreign matter inside the separation gel. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were visually inspected with no foreign matter (fm) observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found black foreign matter inside the separation gel. There was no report of impact to patient or user.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found black foreign matter inside the separation gel. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 03-jan-2023. H6: investigation summary: bd received 1 returned sample from the customer for investigation of foreign matter. Returned customer sample was evaluated by visual examination and dark foreign matter was observed.  Additionally, the customer sample was subjected to ftir testing, in which the peaks closely resembled fm-dirt. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has been confirmed for indicated failure mode of fm-dirt. Bd was unable to identify a root cause for indicated failure mode.